Event description:
It was later reported that the patient had an appointment with the hcp (healthcare provider) on (B)(6) 2014. The patient wanted the hcp to be made aware of what she had done in the past with her system. The patient noted never having therapeutic effect. The therapy was not stopping her bowel incontinence. The patient had tried all 4 programs and none of the programs had worked for her. She had tried increasing stim to the highest level she can go with no symptoms relief. On program 4 it felt like her labia was being pinched by pliers. On program 3 she had diarrhea. The patient was taught how to adjust stim by patient services.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had some issues with recent implant. The patient noted that the manual was too confusing. This was the day before reported event date and the morning of reported event date. It was hard for patients to follow and could be more simplified. A loss of therapeutic effect was reported which was noted on the morning of reported event date. When the patient was calling, she got the urge and had to hang up because she had an accident. Other than that she has had success for 3 days. The patient has ibs (irritable bowel syndrome) and she had colonectomy in 2002 where they removed 12 inches of her colon out. She had a colonoscopy in 2007/2008 and has suffered with incontinence since then. The patient was on program 3 at 2.7volts. The patient tried moving to different positions to make sure the stimulation was not uncomfortable/painful and it was good. She tried the following: program 3 felt stimulation in labia/back of vagina area, program 4 felt stimulation in upper buttock, program1 felt in rectum and ideal location and program 2 felt in vaginal area. The patient went back to program 2 and turned stimulation up to 3.0volts. She reported an overstimulation sensation which occurred two day before reported event date. The stimulation was felt sometimes in the labia area and it was uncomfortable. It was in the outside of the labia not in the vagina. It doesn¿t seem to be in the rectum all the time. She mentioned during troubleshooting that she could barely walk. After changing to a different program the patient reports it was no longer uncomfortable sensation in the labia. Two days before reported event date the patient was in a great deal of pain in the area where the wires were. She also has tendonitis in that hip so she doesn¿t know if that was what was hurting. The pain she was feeling was more in the center and the tendonitis was more in the outside of the hip. She took some tramadol and it did help. She also took some indocin for her tendonitis. The patient reports programmer training was ineffective because patient was still under the effects of anesthesia. Two weeks later the patient reports a shocking or jolting sensation and stimulation in the wrong location. The patient called patient services on 10/06/2014 and was adjusted to a new program. It went from 3 to program 1 and then the patient was still on program 1 at 3.5 but then it was absolutely so discomforting that it felt like my labia was being pinched when she walked so they went to program 1 from 3 and all the patient had done for the past 3 days was ¿poop¿ in their pants. The patient moved it from 3.9 to 4.4 but it was too high so she went back to 4.2 and then the patient had more ¿poop¿ in their pants. She adjusted to program 4 and it was at 1.4 because 1.5 was uncomfortable which was pinching her labia again. The patient reports that it was down more in the bottom of their rectum and it was their labia that was being shocked and pinched. She mentioned that she was having a lot of allergies today. When she goes to wipe after urinating, she was afraid because her labia was hurting. The patient knows it was the stimulation. She has tried programs 1, 3 and 4 and now wants to try program 2. The patient again reviewed all the different settings she had tried. The patient was assisted with moving to program 2 at 1.7 and reports feeling stimulation. It was a little bit close to the vagina in the center but it¿s not on the labia. The patient asked when could she return to the gym to work out. She can¿t sleep on her side a lot and the stimulation keeps her awake, and feels different stimulation when she was standing or sitting. Three weeks later the patient reports she have 4 leads and none of them were working. She got programmer to work by pressing buttons. It was noted that the patient had contacted the hcp (healthcare provider) but have not heard back from them or representative. She was not having good result from therapy. The patient reports she didn't get instruction and she was drunk coming out of surgery. She was starting over again on her own and stay on a program for couple days. Settings were on program1 at 3.8 volts. The programmer was reviewed with the patient and the programmer issue was resolved. The patient was dissatisfaction with their hcp service. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0my9x, implanted: (b)(5) 2014, product type: lead. Product ID: 3037, serial# (B)(4), explanted: product type: programmer, patient. Product ID: 3889-28, lot# va0my9x, implanted: (b)(5) 2014, product type: lead. (B)(4).